Event description:
On (B)(6) 2013, the patient reported that she had changed her insulin cartridge four days ago and had noticed a couple of drops of insulin inside the cartridge compartment of the infusion device when she removed the cartridge. She stated that it appeared that the cartridge had been leaking. She was able to clean the insulin out of the device with a cotton swab. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge, adapter, and infusion set were requested to be returned for product evaluation.

Manufacturer narrative:
No sample was received for examination. The investigation of production documents did not show any deviations related to the complaint reason. No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.